Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to an ablation interventional procedure. The sutures of the first prostyle device were successfully pre-placed. Reportedly, when an attempt was made with a second prostyle, there was no blood flow from the marker lumen despite a few attempt to retract and re-advance the device at different angles in the vein. The device was removed and re-flushed multiple times; however, there was still no bleed back from the marker lumen when readvanced in the vein. The sutures of a new prostyle device were successfully pre-placed. The sheath was upsized to a sheath size greater than 8f and the ablation procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported blocked marker lumen was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot of specific quality issue. In this case, it is likely that anatomical conditions or under insertion of the device contributed to the reported no pulsatile flow from the marker lumen, thus no follow up with the account will be required. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.